Event description:
It was reported that a shaft separation occurred. A 4.00 x 32mm synergy megatron mr us stent was selected for use in a right coronary artery chronic total occlusion percutaneous coronary intervention (rca cto pci). While stenting the rca cto, the stent was placed and deployed successfully after pre-dilation with an nc emerge balloon. Upon attempted removal of the delivery system, the balloon shaft separated from the hypotube. Removal was successful with a guide trapping technique. There were no patient complications reported.